Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went into ventricular tachycardia with multiple low flow alarms. Rosc was able to be achieved. Log files were submitted for review and captured one random low flow event on 28apr2026 at 15:36:08.